Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3389s-40, lot# v017959, implanted: (B)(6) 2007, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Additional information received from the health care professional (hcp) reported the patient hit their head back in (B)(6) of 2014. After that they saw impedances on the implantable neurostimulator (ins) for electrodes 1 <(>&<)> 2 at 89 ohms and 38 ohms. The shorts were not showing up at subsequent visits.

Event description:
It was reported that over the past two weeks prior to the date of this report the patient had more freezing events. The patient had been given more access to amplitude on the patient programmer in order to make changes. There were low out of range impedances. Impedance check was done for the first time on the date of this report. Pair 2-3 showed less than 7 ohms. The patient was using pair 1-2 in programming. The electrode impedance for 1-2 was 768 ohms which was normal. The patient had parkinson¿s disease for over 20 years and had been using the deep brain stimulator for 11 years. It was unknown if the change in symptoms was related to disease progression or not. There had not been any falls or trauma. No intervention or outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-17990.